Manufacturer narrative:
Patient information was not provided. User medwatch report lists 5820-3118 as the alleged device number, though this is a kit which contains the 5800-0000 (complained unit). 5800-0000 is the correct part number. Complaint was submitted to livanova on may 27, however it was initially deemed to be non-reportable. Upon receipt of the user medwatch report on (B)(6), 2022, this event was re-assessed as reportable. Livanova manufactures the lifesparc pump. The reported event occurred in spokane, washington, united states. No patient injury was reported, however intervention to prevent patient injury was indicated in the report. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information relevant to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report stating that the outlet tubing of the lifesparc pump had migrated off the second outlet barb and was just making contact with the first outlet barb. The tubing appeared normal on (B)(6), 2022 when the patient was first ambulated, however the following morning it was migrating off. The nurse was able to advance the tubing back up to the second bar and secure with a zip tie. On (B)(6), 2022, livanova received a user-submitted medwatch report (mw5110074) related to this event. This user report indicated that the use of zip ties to secure the tubing is mentioned in an updated version of the directions for use (dfu), however the training provided by the livanova clinical consultant did not include this recommendation and the dfu that was used for this case was a previous version that did not contain this recommendation.

Manufacturer narrative:
H10: during a phone call with the livanova representative for this customer, it was confirmed that the customer was trained to an old revision of the directions for use (dfu). Revision 7 of the dfu does list tie banding as a consideration, not a requirement, though this is included in rev 5 as well (the revision the customer was trained to). The livanova representative also confirmed that the only versions of the dfu and operation's manual that were provided to the customer were the paper copies in the box with the devices, which were the current revisions at the time. It was also noted that the operation's manual does not include a recommendation to use tie bands. Based on this, it is believed that the customer was actually referring to the operation's manual in user medwatch report number 5110074 rather than the dfu, as the dfu they were provided (rev 7) does include the tie band recommendation. Marketing was made aware of the training deficiency and all livanova representatives have been retrained and are now aware of the tie banding recommendation. Any future customer training will include tie banding. The customer confirmed that they have product from similar lots (sn (B)(6) and sn (B)(6)), and both products have been requested for return. If any additional information relevant to the reported event is received, livanova will provide a supplemental report. H3 other text: investigation of device from similar lot is anticipated, but not yet begun.

Manufacturer narrative:
H.10. The complained unit was not made available for return to the manufacturer site, as it was discarded by the customer. However, the customer had two pumps with consecutive serial numbers on their shelf that they were able to return. For each returned pump, a simulated use leak test was performed and the outlet was visually inspected. The outlet tubing was then removed and another visual inspection was performed. Detailed visual inspections did not reveal any decidedly unusual observations, and results were similar for both pumps. Most notably, voids in the adhesive against the back faces of both barbs were found. Functional testing was performed on both pumps. Neither pump leaked when exposed to the maximum outlet pressure for which the devices is rated per the lifesparc pump directions for use ((B)(4)). The adhesive was present and correctly held the tubing in place during all testing. Based on the investigation results, the root cause of the reported event could not be confirmed. However, lack of proper use of cable ties is the most likely root cause. The dfu (70000173 ls rev7) section 3.3 securing the pump, states ¿1-place a single cable tie behind both the first barb and the second barb from the open end of the pump barb connectors and hand tighten the cable ties until they are secured in place. 2-using a standard cable tie gun with the dial set to 50% tension, tighten the cable ties until taut to the tubing and barbed connector.¿ the investigated pumps did not leak during testing when properly secured. No other specific action has been deemed necessary, if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.